Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to recover pockets. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the smart remote manager was not opening and was not appearing on the recovery screen. A field service engineer (fse) instructed the customer to manually open the door and attempt a recovery. The customer successfully recovered from the failure. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.